Event description:
It was reported the lead had high impedances and oversensing which led to inappropriate therapy. The pace/sense portion of the lead was capped and replaced. No further patient complications were reported as a result of this event. Additional information received from the patient's wife reported the patient had received 17 shocks and "the doctor said that his lead was broken."

Manufacturer narrative:
Other text : it was reported the lead had high impedances and oversensing which led to inappropriate therapy. The pace/sense portion of the lead was capped and replaced. No further patient complications were reported as a result of this event. Additional information received from the patient's wife reported the patient had received 17 shocks and "the doctor said that his lead was broken. No conclusion can be drawn device breakage impedance, high oversensing shock, inappropriate.